Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code that occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support, confirmed that malfunction did not recur after reset, and was instructed to continue using pump and to call back if malfunction alarm appeared again.